Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user's daughter reported issues with infusion set usage, leading to elevated bg levels. The user, new to the ilet, experienced user errors in applying the infusion sets, and one of these incidents led to a visit to the ER. The user was not admitted, and bg was managed with an insulin drip at the hospital. The family did not recall the exact issue that caused the elevated bg. The daughter helped as the user is elderly. The user reconnected the ilet after the event.